Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following a water vapor therapy procedure, the patient experienced retrograde ejaculation. He inquired about having it corrected and stated it had negatively impacted his sex life. He was referred to patient services. No further patient complications were reported.